Event description:
Twenty-eight incidents have been reported to clinical engineering regarding the stryker pain pump in the past 3 months. The issues involve problems with the pumps leaking, difficulty or inability to program the pump, and the pump unexpectedly shutting off. The problems have been experienced with models 515100000, 575100000 and 540350000 and have occurred with multiple lot numbers. Stryker has recently issued a recall related to these problems. However, we have experienced similar problems for devices from lot numbers that are not included in the recent recall.